Manufacturer narrative:
On 5-oct-2020, it was found that the incorrect return receipt date was entered on the previous report. The correct return receipt date is (B)(6) 2020. The relevant field has been updated. On 7-oct-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, no apparent damage or visual anomalies were observed on the returned device. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old mixed-race (asian/ caucasian) female patient underwent a primary breast augmentation with two 450cc mentor smooth round moderate plus profile saline implants and experienced postoperative left-sided deflation and right-sided late onset seroma. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal and replacement with two 390cc saline natrelle implants on (B)(6) 2020. The seroma was removed and irrigated with bacitracin saline. This report is for the right-sided prosthesis.